Manufacturer narrative:
Investigation description. Device was returned with no cartridge connector stuck in the drug chamber. No motor stall alerts were found in the engineering logs. User supplies were not returned with the device, could not troubleshoot the supplies. A known-good cartridge connector was attached and removed with no issues. After inspection of the drug chamber, it was observed that the lead screw exhibited damage. The device was opened and the axle dowel pins were found not inserted correctly into the gear frame. However, cause for the complaint could not be determined.

Event description:
It was reported that the rubber stopper from an ilet insulin cartridge became lodged in the device¿s cartridge chamber during a supply change, preventing insulin from entering the system and representing a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified within the device¿s cartridge chamber consistent with a component malfunction during cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.